Event description:
The customer alleged that she performed control tests using her control system and received results of 39 and 40 mg/dl. The normal control range was not provided, but should be around 106-147 mg/dl. No adverse events were alleged. The call was disconnected while customer service was attempting to gather more info. Customer service attempted to call the customer back, but there was no answer. No product will be returned.

Manufacturer narrative:
The meter serial number provided by the customer was not valid. Without the serial number, it's not possible to determine the MFR date.